Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room experiencing discomfort. It was noted that the patient's device triggered elective replacement indicator (eri) earlier than expected. The implantable pulse generator (ipg) was removed and replaced. No further patient complications have been reported as a result of this event.